Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was nothing remarkable to report during the filtration for this unit but the post-filtration sample was hemolyzed. The donor was hgb s screen negative. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the set concerned was not available and we therefore conducted the following investigations based on the information provided. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukocyte reduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates*1 and cationization levels*2 of each filter membrane. The standards of average cationization levels*3 of laminated filter membranes have also been set and controlled. Review of the manufacturing record of the lot number in question was performed and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, including a visual inspection and other items, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no anomalies in all testing items. The product conformed to the standards. Three sets of retained samples of the lot number concerned were visually inspected. There were no abnormalities, such as tubing occlusion and blockage, in their appearances. We also used the samples to measure the solution volume and to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. No abnormalities were observed. Root cause: we reviewed the manufacturing record and the testing and inspection record of the lot number concerned; however, we did not find any abnormalities and we were not able to identify the cause of the issue. Wbc count failure is commonly caused by the following factors: 1) blood characteristics of donors there is a possibility of wbc count failure due to blood characteristics of donors (e.g. Sickle cell trait, cold agglutinin, etc.). 2) pressure loaded on filter membranes for some reason, where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in wbc count failure. For the prevention of wbc count failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. We confirmed in some complaints previously reported that the following cases caused wbc count failure. - blood was filtered within 30 minutes after blood collection. - the tube below the filter was not clamped before blood flowed into the filter when expelling air. Concerning hemolysis, common causes are as follows. 1) properties of donor¿s blood if donor¿s red blood cells are fragile, hemolysis can be caused by physical load such as pressure and centrifugal force. 2) bacterial contamination if blood is contaminated with bacteria containing hemolysin, hemolysis can occur. 3) excessively cooling blood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. Hemolysis can be caused by excessive cooling if the blood bag is locally cooled in the refrigerator. 4) filter occlusion if the filter tends to have occlusion when red blood cells flow through the filter, physical load can be applied to the red blood cells and it causes hemolysis. It is inferred that filtration time is likely to be extended in an occluded filter. The set concerned was not available and we were not able to investigate the state of occurrence of the issue. If the same incident recurs, please consider sending the defective sample to us so that we can conduct a more detailed investigation to identify the cause of the issue.